Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that out of regulation (oor) was seen on the patient programmer 2 times when the patient was checking the implantable neurostimulator (ins) status. The oor was bypassed by the patient through troubleshooting and the patient stated that therapy worked. The patient did not have a current managing health care professional (hcp). A listing was provided. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.